Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after insertion of the balloon into the left atrium, aspiration of the sheath showed several air bubbles. It was then decided to pull the balloon catheter out of the sheath immediately. Aspiration of the sheath without the balloon was performed, and no air bubbles were noted. The balloon catheter was then replaced, and after insertion of the catheter, no air bubbles were noted. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 09528 were returned and analyzed. The data files do not record the reported issue and no system notices were shown for the date of the event. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the catheter passed the return product inspection. If information is provided in the future, a supplemental report will be issued.